Event description:
It was reported that a vessel occlusion occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The lesion was pre-dilated with a 2.00 x 15 mm balloon and a 2.25 x 20 mm promus elite was then deployed at 11 atm. The 2.25 x 20 mm promus elite was post-dilated with a non-compliant balloon. Occlusion of the vessel was noted and an additional stent was deployed to establish flow. The procedure was completed, and the patient was stable and fully recovered.